Event description:
In 2009, the pt reported that her blood glucose was elevated to 310 mg/dl. Her normal blood glucose range is 130-150 mg/dl. She believes insulin leaked into the cartridge compartment of her infusion device because she could smell insulin, and there was "vapor" in the compartment. She was unable to determine where insulin was leaking from. She was assisted in switching to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.